Manufacturer narrative:
Stryker evaluated the customer¿s device at the product assessment center (pac) and the technician was able to verify reported issue. The technician found that the device would not complete the boot-up cycle, which is the cause of the audio output inoperative issue. One of the pcba's power supplies was shorted to ground. A root cause could not be established. During evaluation technician confirmed that the device was missing magnet in the lid. An engineering investigation has determined that due to the design of the lpcr2 lid switch, absence of the lid magnet allows current to flow from the battery, even when the device is in standby mode. This will reduce the life of the battery. Therefore, the reported issue, the loss of lid/lid magnet, is associated with two hazardous situations: opening the lid does not turn on the device, and, higher than intended current draw while the device is in standby mode results in a prematurely depleted the battery. Replacement of the device lid so that the magnet is present in the device allows the lid switch to function as designed; turning on/off the device when the lid is opened and preventing current draw when the device lid is closed. The lpcr2 operating instructions has been updated to include additional troubleshooting tips to direct the customer to act when device behavior indicates the lid magnet may be missing. A new warning informs the customer of the risk associated with a missing magnet. The customer's device was destructively tested. The customer received a replacement device.

Event description:
A customer contacted stryker to report that audio output on their device is inoperative. In this state, the customer will not be able to follow the instructions in order to provide defibrillation therapy, if it were needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Not returned to manufacturer.

Event description:
A customer contacted stryker to report that audio output on their device is inoperative. In this state, the customer will not be able to follow the instructions in order to provide defibrillation therapy, if it were needed. There were no reports of patient use associated with the reported event.